Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/22/2017 with the following findings: a review of the black box showed evidence of unexplained power on reset events on the date of the complaint. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and failed due to the intermittent power condition. The pump intermittently powered on with the returned battery cap. The battery cap measured within specifications. The battery cap threads were damaged and a test battery cap was used for all testing. The pump intermittently powered on with the test battery cap. The test battery cap was unable to fully tighten to the pump. The battery compartment was cracked from the thread area to the case seal. The battery cap threads were damaged and no evidence of contamination inside the battery compartment. The pump case was removed to find no evidence of moisture or loose components were found in the pump.